Manufacturer narrative:
(B)(4).  Physio-control advised the customer that their device is no longer under warranty and not field serviceable.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's lid would not close because the on/off button was broken.  There was no patient use associated with the reported event.